Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 the test did not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported that between 10-11:00 am she was talking with her landlord when it was noticed she was "shaking" so police were called, but they then contacted the paramedics. Upon arrival a reading of 35 mg/dl was received on the paramedic's meter, customer was treated with an unspecified "shot" to increase her blood sugar and she was transported to a hospital. Customer noted she had passed out and awoke in the hospital where she was given unspecified "medications" and food to increase her glucose. Customer's glucose was monitored and she was discharged to home later in the day. There was no report of death or permanent injury associated with this event.